Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the initial procedure? What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Was any deficiency or anomaly noted on the suture prior to use? Were x-rays performed to locate the needle piece? What tissue is the needle piece located in? What is the length of the needle piece potentially retained in the patient? What is the surgeon opinion as to the contributing factors for the needle being retained in the patient? Does the surgeon plan to retrieve the needle during a future procedure? What are the patient age, gender, weight, bmi, past medical and surgical history? Do you have any suture samples lot pdk570 for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a peritoneal closure procedure on an unknown date and suture was used. It was reported that the device was weakened due to the breakage of the needle support. Then, the needle pulled off and was retained on the wall. Despite the manual search by celioscopy and by ampli, the needle was localized but it was impossible to remove it. The surgeon decided to close and left the needle in the patient because the expansion of the incision can cause an eventration more frequent for the morbid obese. The needle was not contaminated so there was no risk of abscess. Additional information has been requested.

Manufacturer narrative:
Additional information was requested, and the following was obtained: -during the closing of the aponeurosis of the trocar (11mm median), the needle holder broke and the needle pulled off from the thread. - the needle cannot be recovered because of the thickness subcutaneous adipose panicle. - the needle is feel with the finger under peritoneal - under laparoscopy, a check is made to be sure that the needle is not in peritoneum : needle non visible - a radiography was made to check the position of the needle: the needle moved, it is now under peritoneal but more than 5 cm of the skin incision - the patient suffers from morbid obesity - 10 days after the patient is doing well.. What was the name of the initial procedure? What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Was any deficiency or anomaly noted on the suture prior to use? Were x-rays performed to locate the needle piece? What tissue is the needle piece located in? What is the length of the needle piece potentially retained in the patient? What is the surgeon opinion as to the contributing factors for the needle being retained in the patient? Does the surgeon plan to retrieve the needle during a future procedure? What are the patient age, gender, weight, bmi, past medical and surgical history? Do you have any suture samples lot pdk570 for evaluation? What is the current condition of the patient?